Manufacturer narrative:
(B)(4). Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found that the vacuum pump was causing the burning smell. To correct this issue the analysis site replaced the vacuum pump. The device history record has been reviewed and has passed qa inspection. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a breast biopsy, the physician noticed a burning smell coming from the control module. Case was finished using the unit with no patient consequences. Control module being returned for repair. No patient data available.